Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that a scratch was found on sterile packaging. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product found a scratch on the packaging slightly above where the inner pouch/sleeve sits. The scratch on the packaging has not caused the packaging to lose its vacuum seal. Inspection of the outer packaging found no damages. Device history record was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. This event will be considered not reportable as the sterile packaging was found to be intact. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.